Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a vent inop condition; post timer/24v failure. If it were to occur during use it could cause the unit to shut down. If the unit shuts down an audible alarm will alert the user. No patient involvement reported.